Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a whitish foreign material inside the air/water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. It could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. There was no physical damage where the foreign material was found. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.